Event description:
The complainant reported that the clinicians performed a therapeutic implant of a port in a pt. In2007, approx two weeks subsequent to the device implant, the clinicians were unable to obtain a blood return from the port. The clinicians then performed a dye test on the pt's device. The dye test confirmed that extravasation had occurred. The physician then successfully removed the port and placed a PICC line in the pt without further issue. The complainant reported that there were no pt complications and the pt is fine.

Manufacturer narrative:
This device had been received by this MFR, but an evaluation had not yet been performed. A supplemental medwatch report will be submitted once the investigation on the returned product has been completed.